Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the crossing difficulties, shaft damage and tip damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. The lesion was treated with ablation using rotablator. A 2.25x24mm promus element plus stent was selected to treat the lesion; however, the device was unable to cross the lesion. The device was removed from the patient. It was noted that the tip and the shaft of the device were deformed. The procedure was completed a different device. No patient complications were reported and the patient¿s status was good. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged towards centre. Struts on three consecutive rows lifted and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The tip was flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at a section from 15cm to 22cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross a lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).